Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular port connector had a broken latch. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that multiple external components were damage and/or contaminated, and the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.